Event description:
The battery was overdischarged and it was not possible to reactivate it following multiple power-on-reset attempts. It was at end of service and was replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.